Event description:
A 0.5 mm w. Lorenz craniomaxillofacial (cmf) screw sheared in half while the surgeon was hand screwing the hardware into a plated hole thus leaving the lower one-fourth of the screw retained in the bone.